Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the product and clinical data were received for evaluation. After a thorough and meticulous review of the episodes from the patient, the licensed annotation specialists had concluded that episode on (B)(6) 2025 at 15:15 was correctly labeled and identified as false pause and properly withheld by the ai from remote monitoring network. During evaluation using the visualization platform, could see diminished r waves, little bit of the exponential decay signal, multiple small signals looking similar to diminished r-wave signals in previous episodes, and history of diminished r-wave episodes throughout the patient's summary. These findings were confirmed by two licensed members of the annotation team. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pause episode inappropriately adjudicated by artificial intelligence. Technical assistance was performed, patient stated that had a syncopal episode, clinician brought patient in-office to interrogate & found true pause episode that was adjudicated by artificial intelligence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID lnq22 serial# (B)(6) implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pause episode inappropriately adjudicated by artificial intelligence. Technical assistance was performed, patient stated that they had a syncopal episode, clinician brought patient in-office to interrogate & found true pause episode that was adjudicated by artificial intelligence.